Manufacturer narrative:
Initial 2 of 4. Based on the available information, this event is deemed to be serious injury. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. FDA registration number: reporting site: 8021545. Manufacturing site: 3003442380.

Event description:
It was reported that patient reported infusion set was inserted into scar tissue led to crimped cannula led to hyperglycemia and treated with correction injection via mdi. No further information was available.